Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least 14 applications were performed with balloon catheter, 2af284 with lot number 35093. System notice 50012 ¿the refrigerant delivery path was obstructed¿ was triggered during the ablation phase of the second application. In conclusion, a clinical issue was encountered during the case. The system notice triggered is not related to the adverse event. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after a successful cryo ablation procedure, the patient experienced symptoms and acute gastric atony disorder occurred. The patient was given a liquid diet and was being monitored. No further patient complications have been reported as a result of this event.